Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose and power loss alarm. Blood glucose level at the time of the incident was 429 mg/dl treated with manual injection. Customer was able to clear the alarm and complete rewind insulin pump. Customers other blood glucose was 425 mg/dl. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.